Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8148579. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineers reviewed the device submitted to our facility, they were able to observe the foreign material and noted that the packaging of the device was open at the time of their review; the device was in good repair and did not exhibit signs of the reported damage. Unfortunately the foreign material was lost before composition testing could determine its identity. Without the ability to observe the damage or identify the foreign material, the root cause for this complaint could not be determined at the conclusion of our review. Bd was able to confirm only the foreign matter inside the package due to potential human error and/or mishandling. Not able to confirm the tube separation since the extension hub is not separated/broken as reported by the customer. H3 other text : see section h.10.

Event description:
It was reported that there were 3 occurrences where there was foreign matter, hub damaged and seal compromised with a bd q-syte¿ small bore bi-ext set. The following information was provided by the initial reporter: particles found inside the packing and one extension hub is (separated) broken inside the pack. Already sent pir for similar incident for ll syringes,emerald blister and q syte.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 3 occurrences where there was foreign matter, hub damaged and seal compromised with a bd q-syte¿ small bore bi-ext set. The following information was provided by the initial reporter: particles found inside the packing and one extension hub is (separated) broken inside the pack. Already sent pir for similar incident for ll syringes,emerald blister and q syte.